Event description:
The customer reported reproducible elevated troponin I (access accutni) results on the access 2 immunoassay system (serial number (B)(4)) for one patient. The initial elevated access accutni result was above the assay's normal reference range. The initial result was released out of the laboratory. There was a change in patient treatment as the patient was admitted to the hospital and given additional treatment in association with the reproducible, elevated access accutni results. The customer was unable to provide any details regarding the treatment administered to the patient. Approximately one week later, a second sample was collected from the patient and was analyzed on the same access 2 immunoassay system and recovered above the assay's normal reference range. This same sample was analyzed at an alternate facility using roche troponin t methodology and a negative result was obtained. The patient was subsequently discharged from the hospital. This discordant result is addressed in MDR 2122870-2018-00437. Access accutni quality control (qc) was within the customer's ranges at the time of the event. The customer did not prove information regarding patient sample collection and centrifugation.

Manufacturer narrative:
The customer did not provide patient demographics such as date of birth or weight. Initial reporter: the customer's complete telephone number is (B)(6). Service was not dispatched for the event. System parameters such as quality control were performing within assay and instrument specifications. The access accutni reagent was not returned for evaluation. The cause of the reproducible, elevated access accutni results cannot be determined with the available information all mdrs associated with this report are: 2122870-2015-00434, 2122870-2015-00437.